Event description:
Related manufacture reference number: 2017865-2023-11531. Related manufacture reference number: 2017865-2023-11532. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion, the left ventricular exhibited failure to capture, and the right ventricular lead exhibited high capture threshold. The pacemaker was explanted and replaced on (B)(6)2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with normal telemetry and output. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Failure event unrelated to reported event observed during analysis. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found normal. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.